Event description:
Surgeon attempted to remove a "zms" nail with an "m/dn" threaded extraction bolt. The nail could not be removed and the pt was taken to recovery to wait for delivery of the correct removal instruments. After the "zms" removal instruments were received the pt was returned to the operating room and the nail was removed with no further complications.